Manufacturer narrative:
Device evaluated by manufacturer: a visual examination of the returned unit identified blood in the inflation lumen which is evidence of a device leak. The shaft was stretched and kinked from 25cm to 35.5cm from the catheter tip. The exchange port was stretched and twisted also. This type of damage is consistent with excessive manipulation of the device during use, and also with excessive force used during the reported difficulties of removing the device from the lesion. The returned device was connected to an encore inflation unit. Positive pressure was applied when a leak was noted. A microscopic examination confirmed a pinhole in the distal balloon body. A microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty the balloon was stuck in the lesion. The vascular access was obtained via left superficial femoral artery. The 95% stenosed target lesion is located in the moderately calcified and severely tortuous left superficial femoral artery. A 4.00mm/1.5cm/140cm small peripheral cutting balloon (pcb) flextome mr was selected to treat the target lesion. The physician dilated the lesion in three parts at 6atm for 30 seconds for each section. Additionally, the physician dilated a trifurcated lesion below the knee at 6 atms for 30 seconds with the spcb. The cutting balloon catheter was then retracted but it got stuck on the lesion and was unable to withdraw into the sheath. The spcb was then removed together with the sheath and was noticed that the exit port was stretched. Procedure was completed with a different device. No patient complications were reported and the patient's condition is good.

Event description:
It was reported that during a percutaneous transluminal angioplasty the balloon was stuck in the lesion. The vascular access was obtained via left superficial femoral artery. The 95% stenosed target lesion is located in the moderately calcified and severely tortuous left superficial femoral artery. A 4.00mm/1.5cm/140cm small peripheral cutting balloon (pcb) flextome mr was selected to treat the target lesion. The physician dilated the lesion in three parts at 6 atm for 30 seconds for each section. Additionally, the physician dilated a trifurcated lesion below the knee at 6 atms for 30 seconds with the spcb. The cutting balloon catheter was then retracted but it got stuck on the lesion and was unable to withdraw into the sheath. The spcb was then removed together with the sheath and was noticed that the exit port was stretched. Procedure was completed with a different device. No patient complications were reported and the patient's condition is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).